Event description:
Additional information received from reporter on 2/23/2024 for report number mw5151167. Dexcom g6 sensor inaccuracy: 10:13pm g6 reading 71, finger stick reading is 52. Dexcom g6 sensor inaccuracy: 11:46pm g6 reading 219, finger stick reading is 178. Dexcom g6 sensor inaccuracy: 10:54pm g6 reading 100, finger stick reading is 147. Dexcom g6 sensor inaccuracy: 2:41pm g6 reading 125, finger stick reading is 96. Dexcom g6 sensor inaccuracy: 7:01pm g6 reading 100, finger stick reading is 158. 36.7 % mard. Dexcom g6 sensor inaccuracy: 1:18 pm g6 reading 75, finger stick reading is 60. 1:30 pm g6 reading 75, finger stick reading is 120. Dexcom g6 sensor inaccuracy: 3:45pm g6 reading 51, finger stick reading is 83. Mard of 38.6%.

Event description:
Additional information received from reporter on 2/8/2024 for report number mw5151167. Dexcom g6 sensor inaccuracy: 6:25pm g6 reading 109, finger stick reading is 87.

Event description:
Additional information received from reporter on 2/12/2024 for report number mw5151167. Dexcom g6 sensor inaccuracy: 10:15am g6 reading 126, finger stick reading is 102.

Event description:
Dexcom g6 sensor inaccuracy: 7:18pm g6 reading 156, finger stick reading is 114.